Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Pci strategy was the crush stent technique in bifurcation. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic first diagonal branch of the left anterior descending artery (lad). The physician deployed a stent from the proximal to mid lad. Then the physician advanced the guidewire through a stent strut and advanced the 2.0x12mm maverick2 balloon to the stent and had difficulty advancing. The physician then attempted to inflate the balloon, but the balloon would not inflate. The device was removed intact. Then the physician applied negative pressure to the balloon and observed a pinhole. The procedure was successfully completed with another 2.0x12mm maverick2 balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not bene received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.